Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
At the end of (B)(6) 2015, patient fell out of bed at around 2:00 am. She fractured her hand and got a concussion. Her grandkids got her orange juice to drink. Patient was not able to walk due to her low blood sugar, so she was unable to get the orange juice herself. Patient was able to drink the orange juice without assistance. Patient believed she gave herself too much insulin the day before the incident which caused the low blood sugar. Concussion was not treated because her doctor said the concussion was not bad. Hand was placed in a sling. She is no longer in the sling and her hand feels fine, but she has limited mobility in her hand since the incident. Patient believes her pump was working properly at the time. No allegation against the device.